Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that 182 days following placement of a biliary wallstent, the device was removed. During the initial procedure, a covered biliary wallstent was placed to manage the patient's benign biliary stricture. During a scheduled stricture revision 182 days following placement of the biliary wallstent, there were difficulties removing the device. Rat tooth forceps were used to remove the stent, but they were unable to extract the stent initially due to hyperplasia. The stent was found to be imbedded into ampullary tissue. Balloon dilation was used and the wallstent was removed without any clinical complications. An unknown manufacturer's plastic stent was placed and balloon sweep extraction of stones performed to complete the procedure. The event was assessed by the investigator as serous, mild in severity, and definitely related to the device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of batch history, the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.